Event description:
As reported by the user facility: overinfusion: the perfusor space delivered with a higher rate than allowed by the customer. No confirmation if the device was used with a dialysis device.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4) internal report# (B)(4). The device is currently on shipping from the customer (B)(6) to (B)(6) for investigation. A f/u report will be provided after the eval results are available.